Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye due to hyperopic surprise-power miss. The lens was explanted and replaced with another lens in a secondary procedure. There was patient injury. There was no medical/surgical intervention required. The patient is doing fine. From additional information it was learnt that lens replaced due to calculation issue resulting in a hyperopic outcome. The daily activities were not affected. The patient was satisfied with the replaced lens. No other information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. The following field was updated accordingly: section g4: PMA/510(k) number: p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.